Event description:
Terumo bct received a customer medwatch form in which the customer reported that the disposable set developed a leak 6 hours into the mononuclear cell (mnc) collection procedure. They received a 'leak in centrifuge' alarm. The operator noted a leak inside the centrifuge but did not know what part of the channel had the leak. The procedure was ended and they were unable to reach their collection goal. The patient is stable and no medical intervention was necessary for this event. The customer declined to provide the patient's identifier. This report is being filed in response to the customer filing a medwatch report.

Manufacturer narrative:
Investigation: the disposable was returned for investigation. A leak was located on the backside of the collect connector near the top edge of the channel. It was observed that the leak was on the perimeter weld. The channel was manufactured within specifications. The device history record (DHR) was reviewed for this lot. There were no issued noted in the DHR and all quality labs and sterilization requirements passed. Root cause: based on our investigation of this incident and similar occurrences, a leak in the channel was identified. Although leaks in the tubing set may be the result of many different mechanisms, we have identified a specific leak resulting from a pinhole size tear that develops in the soft channel vinyl near the channel¿s hard plastic inlet connector during long procedures,typically mnc collections. This leak results in a minor blood spill that remains fully contained with the system¿s centrifuge chamber. Corrective action: the optia filler has been modified and released and is being installed at customer sites performing mnc collections. The modified filler has been designed to enhance thesystem¿s reliability, by reducing the incidence of a specific type of disposable set leak.